Event description:
This was a left-sided cardiac lead removal conducted in the or to remove a functional sjm 1580 riata dual coil ICD (84 mths) in preparation for a MRI the following day. The patient was placed under conscious sedation, arterial line placed, fluoroscopy in use, and blood products available. The md opened the pocket, cut and prepped the lead with a lld-ez. The university of chicago hospital is a participant in medtronic's "(B)(4) study". The md placed 1 kg of counter traction on the lld-ez for 2 minutes and recorded the result. The md then placed 2 kg of counter traction on the lld-ez for 1 minute and recorded the result. Lasing began with a 16f glidelight (gl) with the teflon outer sheath. Lasing was intermittent with manual tissue dissection with the distal tip of the gl. Progression through the ra to the first 3rd portion of the distal coil when the lead released from the rv wall. Total lasing time was approx 30-40 seconds. The md pulled both the lead and laser sheath back to the innominate when the patient's abp took a sharp decline. The md asked for the pericardiocentesis tray, pressers and CPR started. The pericardiocentesis yielded no fluid. Approximately 5 minutes after the initial abp drop the md asked for the cvs and cardiovascular anesthesia to be paged. The anesthesiologist arrived approx 15 minutes after the initial drop in abp and intubated the patient. Approx 20 minutes after the initial abp drop the cvs entered the room. At this time the patient remained asystolic with very low abp. The cvs performed a sternotomy within 25 minutes of the initial abp drop. Upon opening the chest a 3 cm mid-svc tear superior to the ra junction was noted. Attempts to suture the vasculature were difficult due to the fragility of the svc wall. At this time the patient had received a total of 1 unit of platelets, 5 units of ffp and 18 units of packed cells. The patient did not survive the resuscitative efforts.